Event description:
Revision occurred approximately 10 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection at implant site. 36 mm + 6 standard humeral cup explanted and replaced with an identical part.

Manufacturer narrative:
Revision occurred after 10 weeks due to infection. No actual, implied, or suspect link to fx product.